Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate inspection records of the lot indicates this device was released meeting all quality specifications. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had an enb procedure on (B)(6) 2011. Nine days following the procedure, the patient presented at the hospital with hemoptysis and a major hemostasis from a blood clot on the right side near the location of the target lesion. The patient was hospitalized and required ventilator support. Embolization was performed on (B)(6) 2011. The doctor did not allege any system deficiency, however new information received attributed the hemoptysis to the placement of the fiducial marker. The patient recovered and was subsequently discharged 1-2 days after the embolization.